Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the contact was unsure on how the touch screen was cracked; but believed the damage occurred when the customer was playing on the playground. The customer's blood glucose level was 120 mg/dl. As the pump was still functional, the pump would continue to be used for insulin therapy.